Manufacturer narrative:
The patient remains on lvad support and no further issues have been reported. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 23 months post implant, the patient presented to the emergency department complaining of blurred vision that had begun the night before and was completely resolved. The vad coordinator interrogated the device and noted multiple speed drops as well as power spikes. System controller wave forms were submitted for analysis and indicated that the elevations in power and speed drops were occurring at the same time as pulsatility index (pi) events. Pump speed recordings that were below the low speed limit were captured due to multiple pi events occurring before the pump recovered to the set speed from the prior pi event. The patient was admitted to the hospital and a head computed tomography (CT) scan was performed. The scan showed a hypodensity that reportedly could be due to a cerebrovascular accident (cva) or a medistatic tumor as the patient has a history of lung cancer. As the patient's kidney function was elevated at admission, the medical team decided to wait on a CT angiogram of the head until his creatinine level was less than 1.5. The patient was discharged the following day and will have a repeat CT scan in the next four to six weeks.